Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue however, was not able to duplicate it. The se reseated the breath delivery alarm cable, performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an inoperable error message. The customer reported to have turned off the ventilator and manually ventilated the patient via an ambu bag while the ventilator turned back on. The customer reported the error cleared and the patient was kept on the ventilator. The patient was not harmed or injured as a result of the reported event.